Event description:
It was reported via repair work order that the footend caster stems were broken. It was also reported that the bed had no power due to power switch was turned off underneath the litter. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.